Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and an unknown cartridge alarm occurred during basal delivery. Customer¿s blood glucose level was 221 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.